Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated their interstim was not working and they turned it off recently because the stimulation was uncomfortable. No known external factors noted. Patient had separate programs tried previously to see if efficacy improved. Program changes throughout the standard 7 medtronic programs have been attempted with mild success (0-33% based on stated results verse baseline data depending on the program. Surgical intervention was planned. The issue was not resolved at the time of this report. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep stated therapy stopped being greater than 50% improvement with no obvious reasons. Program changes have been tried with varying effect as noted. The case has not been scheduled per their last conversation with scheduler but rep have reached out to the scheduler to try get an update.